Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise in a non-sustained ventricular event. The pacing impedance measurements were within normal range with appropriate sensing and r-wave amplitudes. The patient was not pacemaker dependent and the lead would continue to be monitored. Additional information was received indicating episodes of noise and oversensing continued to be stored. Additionally, pacing threshold measurements were unable to be taken on the rv lead. The pacing outputs were high, resulting in a drain on the pacemaker battery. Technical services discussed considering lead replacement as it appeared to be impacting optimal function of the pacemaker. No adverse patient effects were reported. The lead remains implanted and in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise in a non-sustained ventricular event. The pacing impedance measurements were within normal range with appropriate sensing and r-wave amplitudes. The patient was not pacemaker dependent and the lead would continue to be monitored. Additional information was received indicating episodes of noise and oversensing continued to be stored. Additionally, pacing threshold measurements were unable to be taken on the rv lead. The pacing outputs were high, resulting in a drain on the pacemaker battery. Technical services discussed considering lead replacement as it appeared to be impacting optimal function of the pacemaker, and the local sales representative confirmed with the clinic that a plan was in place to address the rv lead when the pacemaker is replaced in 2026. For now the lead and patient will continue to be monitored in the remote monitoring system. No adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.